Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that there is no image.

Event description:
Additional information was provided that case (B)(4) MDR 25-350 is related to this event.

Manufacturer narrative:
Additional information is provided in section b5. Tc304. It could be examined at the tc302, that the camera socket plug contacts are dirty /corroded. Internal karl storz reference number: (B)(4).